Manufacturer narrative:
The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to a nurse call pin that had broken off or was no longer connected to ground. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit is more than seven years old, it is likely cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The instructions for use state, when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. If the nurse call cable is unplugged from the alarm when it is in voice only or mute mode, the alarm will default to voice and tone as a failsafe. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer was unable to provide any information other than the alarm is not in working condition. The date the issue was discovered is unknown and no patient incident or injury was reported.